Event description:
It was reported that, far field r-wave oversensing and inappropriate automatic mode switch were noted on the device. Technical support was contacted and recommended reprogramming the device. No intervention has been performed. The patient was stable.